Event description:
Regulator suddenly quit functioning. Regulator removed from suction outlet and replaced with different regulator that functioned correctly. Patient had existing pneumothorax that increased in size when negative pressure was interrupted. After negative pressure reestablished, pneumothorax was unchanged. Unable to resolve pneumothorax until chest tubes were replaced. Regulator tagged and held for biomed. Patient's vital signs and medical condition did not change with the enlargement of the pneumothorax as he was on ECMO at the time.